Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the impella 5.5 experienced purge system blocked/high purge pressure alarms with use of sodium bicarb as purge solution during support. Tpa given to resolve.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. No product was returned for evaluation. As per clinical, several high purge pressure alarms were observed during support with low purge flow. Data logs were reviewed and observed that there is stepwise rise in purge pressure due to kinked purge line at the sidearm with gradual reduction in purge pressure during unkinking and normal purge flow returned. During kinking the purge flow ticks were stalling based on the log review. The cause of the high purge pressure issue was most likely a kinked purge line in the sidearm tubing based on the data log review.